Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Minor scratches/dents on sheath: the deformation of the sheath is most likely attributable to the device being subjected to excessive mechanical force during combination or reprocessing and indicates rough handling by the user. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. // damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
During a daily routine maintenance inspection, the field service engineer became aware the ceramic (insulation) tip at the distal end of the inner sheath was found broken. No procedure was involved and no death, injury or impact to patient or other has been reported.

Manufacturer narrative:
The suspected device was returned for evaluation and the reported problem was confirmed. A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931994.